Event description:
On (B)(6) 2012, a spontaneous report was received from the injecting physician regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included a skin condition (lichen sclerosis), hypothyroidism, hernia repair (on an unspecified date in 2008), no allergies, and possible anemia (suspected by the physician). The pt¿s skin type was fitzpatrick I. Concomitant medications included unspecified birth control pills, levothyroxine (strength unk), and prenatal vitamins as an iron supplement (the pt was not trying to get pregnant). The pt received a 2 ml injection of restylane-l from two 1.0 ml syringes on (B)(6) 2011, with 1.0 ml injected to each tear trough via ¿serial threads technique¿. Pre-procedure medications included ¿tiny injections¿ of lidocaine with epinephrine to the tear troughs. No add¿l procedures were performed at the time of the implantation. On an unspecified date in (B)(6) 2012 (reported as ¿about a week ago¿, as of the date of the report), a full 13 months after the implantation, the pt had some tenderness and swelling in her tear trough areas. The pt was evaluated by her regular physician who thought that it was an allergic reaction and recommended unspecified antihistamines. The pt¿s regular physician performed unspecified lab work that was reported to be ¿fine.¿ the injecting physician believed that the pt took oral benadryl (diphenhydramine) without any improvement. On (B)(6) 2012, the pt presented to the injecting physician and was evaluated. The pt¿s face was red, swollen, and she had pitting edema; the symptoms had worsened over 6 days. The injecting physician believed it was an adverse reaction to the implant. The injecting physician treated the pt with oral prednisone 20 mg twice daily for 3 days, then 10 mg twice daily for 3 days. On (B)(6) 2012, the pt returned to the injecting physician for a re-check. The redness and pitting edema were improved; the pt still had some swelling at the implant sites, which became obvious on the date of the eval. The swelling could be compressed and there was no evidence of a granuloma or calcification there. The injecting physician noted that as of (B)(6) 2012, the swelling was greater on the left than the right. As of (B)(6) 2012, the events were improving and the pt was scheduled for a second re-check on an unspecified date in (B)(6) 2012 (reported as ¿the end of next week¿). The injecting physician planned to try hyaluronidase and massage to the affected area if the swelling was still present. The injecting physician¿s opinion of causality was reported as ¿she could not think of anything else that would cause the reaction in the observed distribution; she was surprised that the pt would have a reaction a full 13 months after implant.¿ the injecting physician assessed the severity of the events as mild. The lot number and expiration date for both restylane-l syringes were 10953 and jul-2012, respectively. On (B)(6) 2012, add¿l info was received from the injecting physician. Medical history was reported to have included no previous treatments in the affected areas with a similar product or permanent implant.

Manufacturer narrative:
Company comment: events are assessed as unassessable due to length of time (13 months) between injection date and onset of events.